Event description:
The system allows the recording of crossmatch results and crossmatch interpretation, which are verified against an internal truth table for acceptable combinations. The entered results and interpretation combination are checked when the user attempts to release the results. Appropriate warnings are displayed for invalid combinations or conversely, the system allows the valid results to be released. After the check is performed, the screen is accepted allowing the recording of the results and interpretation into the database. Modification of the results or interpretation is allowed even after the truth table check has been performed and prior to accepting the screen. If the interpretation is modified after the truth table check is performed, there is no recheck of the new combination, which may be invalid. In the case of an initial incompatible interpretation, the interpretation can be modified to a compatible interpretation, which is not rechecked for validity and display the expected warning messages. The blood product has the potential to be tagged with a "compatible" transfusion slip although the unit was actually incompatible. This may result in the release of an unsuitable blood product.